Event description:
Intera oncology, received a report from a physician that a patient's intera 3000 pump has been returning close to 30 mls every 6 weeks. The clinic originally dispensed 30ml of glycerin to the pump. The medical oncologist has switched patient back to hep saline to ensure that the pump is still functioning normal. The clinic assured intera oncology that they rinsed the pumped with 2 30ml syringes of saline before refilling with high dose hep saline (1000 units/ml). They also flushed the catheter using our sbn and 3mls of saline. Despite following the correct procedure, they said it is still flowing very slow, one of the nurses stated the pump return 28ccs, intera oncology is unsure if this was before or after switching the patient to high dose hep saline.

Manufacturer narrative:
The device history record, rtr-0883-20001 l/n: 28679, was reviewed. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. During follow-up on (B)(6) 2024, the nurse stated the patient switched back over to heparin every 14 days. The patient is going to go for a pump flow study. Intera oncology is presently investigating the root cause of the reported incident and is in communications with the clinic about the results of the pump's flow study tests. The causes of this incident are inconclusive. Therefore, once we obtain updated information, we'll submit a supplemental report.